Manufacturer narrative:
The pipeline flex will not be returned as it remains implanted in the patient. From the reported information, there did not appear to be any device issues. The event occurred in the patient post-implantation and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a patient experienced in-stent thrombosis after pipeline flex implantation. The device was reported to be occluded two days after implantation. It was not reported whether the patient required medical or surgical intervention. The pipeline flex had been implanted to treat an aneurysm in the cavernous, left internal carotid artery (ica).